Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the thumbslide was advanced and retracted and the slider operated properly, no resistance was felt, and the stent was fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unbale to determine a cause for the reported difficulties. It is possible that the distal sheath of the delivery system was kinked or bent in the anatomy preventing the ratchet from properly engaging the stent resulting in difficulty advancing the thumbslide and partial deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery. An unspecified 6mm balloon was used for pre-dilatation, and a 5.5x120mm supera self-expanding stent system (sess) was advanced successfully. Resistance with the thumb slide was felt during deployment, and although it was thought that the stent deployed fully, the stent was removed with the catheter. An unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.